Manufacturer narrative:
Lot number - 18d004, 18g005, 18h019, 18j009, 18k001, 18k020, 19a015, 19c003, and 19c033. Twelve single-use devices were received for evaluation. For ten devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the returned devices. The devices were found to be conforming product. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device. During and after fill, no evidence of a leak was observed at the fillport or any other parts of the device. The reported condition was not verified. The device was determined to be conforming product. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. During fill, a leak/backflow was observed at the fillport. Further examination of the fillport revealed that the cause of the leak/backflow was due to a glass fragment lodged under the device¿s checkband. No manufacturing process step would allow a glass fragment to be introduced near or adjacent to the fillport. The most likely cause of the glass fragment becoming lodged under the checkband is user filling technique. Drug glass ampules used for filling the device without a filter can result in this type of event. Four photographs were also received for evaluation. For two photographs, visual inspection revealed that the device had leaked from the fillport. The reported condition was verified. The cause of the condition was not determined. For one photograph, visual inspection revealed that the bladder of the device had ruptured, leading to a leak. The reported condition was verified. The cause of the ruptured bladder could not be determined. For one photograph, visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 19 </noe> malfunction events. It was reported that nineteen large volume infusors leaked prior to patient use. Six devices leaked from the fillport, eleven devices leaked from the blue winged luer cap, one device leaked from the bladder, and one device leaked from an unspecified location. There was no patient involvement. No additional information is available.